Event description:
It was reported that the patient with this implantable pacemaker presented to the hospital due to syncope and dizziness. The nurse then found the patient had pauses and the patient was admitted to the hospital. The device was then interrogated and it was found to be in safety mode. As the patient is highly dependent on ventricular pacing, a temporary pacing device was inserted, and two days later, the implantable pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this implantable pacemaker presented to the hospital due to syncope and dizziness. The nurse then found the patient had pauses and the patient was admitted to the hospital. The device was then interrogated and it was found to be in safety mode. As the patient is highly dependent on ventricular pacing, a temporary pacing device was inserted, and two days later, the implantable pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.